Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. An alternate sample from one of the identified lots was returned from controlled stock for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported fluid below the cycler. The patient did not find where the leak was coming from and there was no fluid inside the cycler door. The cycler was replaced as a precaution. The patient reverted to manual supplies to complete the treatment. Follow up the patient's nurse reported the patient had not encountered any adverse events as a result of this incident.